Event description:
This device was explanted due to battery error message and eri. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the device is not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. However, the root cause of the clinical observation was not determinable based on the available information. It cannot be excluded that a temporary battery voltage drop resulted in the displayed message, as mentioned in the complaint description, to alert the user in a timely manner. The data documented that the current consumption of the device was normal and as expected and the sensing and detecting functionality was not compromised. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, the definite root cause of the clinical observation was not determinable. For a root cause investigation an analysis of the device itself would be required. Should the device become available for analysis, this investigation will be updated.